Event description:
It was reported two hand piece for battery powered drivers do not run. The issue was found during the cleaning process. There was no patient involvement this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Service & repair evaluation: the customer reported the device was inoperable. The repair technician reported the motor was not turning. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #005481), circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on january 9, 2015. The evaluation was confirmed. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name gxl. Device is an instrument and is not implanted/explanted. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.